Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the ax55b stapler did not staple, possibly due to tissue. The case was completed by using another instrument.